Manufacturer narrative:
The device has been received at the manufacturer for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.

Event description:
It was reported that when a pt returned for a f/u visit following a cervical radiofrequency ablation, they had a visible burn about 2 1/2 by 3 cm that was blistered. They also stated they had numbness for a short period of time. Three weeks following the procedure, the blister had broken, shedding the top layer of skin. The doctor stated a 100mm probe with a single lesion generator was used with a thermal lesion at 60 degrees for 80 seconds. According to the surgeon, there was no indication of problems with device during the procedure.